Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass. While oversewing the staple line, the suture slipped out of the swage of the needle. Nothing disengaged into the patient cavity. To complete the procedure, another loading unit was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted a partial suture and one needle. The needle was observed to be detached from the suture. It appeared that the needle had disengaged under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.